Manufacturer narrative:
Device evaluated by MFR: the device returned for analysis. The burr, annulus, sheath, coil, and handshake connection were microscopically and visually examined. The annulus was damaged indicating interaction with the guidewire was observed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04114. It was reported that a rotawire fracture occurred. A 1.25mm peripheral rotalink® plus and a peripheral rotawire were selected for use. During preparation for a peripheral vascular atherectomy, outside the patient's body, it was noted that the rotaburr cut the rotawire. No patient complications were reported.